Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and pulled back when the patient stood up. The lead was revised to add additional slack. The lead remains in use. No patient complications have been reported as a result of this event.